Manufacturer narrative:
Initial report sent to FDA on 04/22/2008.

Event description:
Procedure: urological. According to the reporter: it was reported that the pt experienced hematuria beginning in 2008 following a urethral support procedure in 2004. Via cystoscopy, the doctor observed erosion of a small piece of material at the mid-urethra on the pt's right side. In 2008, the doctor unsuccessfully attempted to cut and remove the piece with endoscopic scissors. He also unsuccessfully attempted to remove the piece with a holmium laser at 20 watts. If a transurethral attempt fails, the doctor will remove the piece transvaginally. The pt was given keflex post-operatively.